Event description:
Sapphire epidural pump in use for labor epidural: 5 min - 2 hour after initiation error message appears and alarm sounds. "Cassette misplaced reinsert cassette. Verify both flags inside protective door. If problem persists contact technician." Initially physician took cassette out and put it back to assure proper placement. Alarm persisted, pump paused. New cassette and tubing with same pump did not fix problem. New pump obtained. Initial pump taken out of service.